Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to corroded electronic assemblies. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to critical pump error. Unable to verify unresponsive buttons or stuck button alarm due to critical pump error. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with cracked battery tube threads, minor scratches on case, cracked case (battery tube), pillowing keypad overlay, cracked retainer and minor scratches on lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 426 mg/dl. Customer also reported a pump error alarm, but declined to troubleshoot. The customer stated the insulin pump was not exposed to a change in altitude. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.